Event description:
It was reported that the patient experienced infection and incision site opening. The pump was subsequently removed on the day of the report. No further information was provided. It was unknown what drug the pump was used to deliver. No outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there was no evidence of infection. Perioperative antibiotics were administered. The patient experienced wound dehiscence. The device pocket was cultured and no organisms were found. Oral antibiotics were administered. The patient did not experience drug withdrawal. The pump was used to deliver bupivacaine and hydromorphone. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).